Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). Daughter is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced test result of hi using true metrix go meter; daughter was unsure if customer did or did not eat. Daughter stated that she will give customer her insulin. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/16/2025 and open vial date is one week ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Corrected sections as of 15-nov-2023: h10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications.